Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted approximately 50% within one day. The customer's blood glucose level was not impacted due to the reported issue. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.